Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) occurring on (B)(6) 2018. Different test strips were used during each event. This medwatch will cover strip lot 29494221 used on (B)(6) 2018. Refer to medwatch with patient identifier (B)(6) for information the unknown strip lot used on (B)(6) 2018. The customer tested initially on the meter and got a result of 4.3 inr. The customer re-tested on the meter within 15 minutes and the result was 3.1 inr. The customer's therapeutic range is 2.0 - 3.0 inr. No changes were made to the customer's warfarin dose based on the readings from the meter. The customer is not anemic, is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer is not taking any new medication, has had no diet changes and no recent illnesses. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter and test strip lot 29494221 were returned for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to master lot # 28632180 on an internal reference meter. Returned test strips: qc 1: 2.5 inr; qc 2: 2.6 inr. Retention strips: qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). No error messages occurred during the investigation. The maximum difference between measurements was 4.0%. Retention test strips (lot 294942-21) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 29494221) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.